Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 07/01/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed, and no obvious damage/defect was observed. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4): the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient interface had suction loss during laser firing. There was no patient injury or surgical intervention reported. The procedure was completed successfully.